Manufacturer narrative:
(B)(4): the customer reported that a nurse who does not have permissions to turn off alarms was still able to turn off the alarms. The customer was concerned that the monitor may not alarm as expected. No pt harm was reported. Philips is in the process of obtaining add'l info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that the monitor did not alarm as expected. No pt harm was reported.